Event description:
It was reported that the device has a ¿defect.¿ no other information was provided. Multiple attempts to obtain additional information for this reported event have been unsuccessful. There was no report of patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product was not returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.